Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user was doing a supply change and was unable to press yes that he sees drops. Pt is able to press no and confirmed there is no damage or cracks on the screen. During this time there was no reported affect on blood glucose or any information regarding an adverse event provided.